Manufacturer narrative:
No serial number was provided; therefore, a device history record (DHR) review could not be conducted. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined.

Event description:
It was reported that, during the use of the pump, a high pressure alarm went off. A cassette was used in combination with the pump. No patient injury reported.